Event description:
It was reported that a user experienced pairing failure between a dexcom g6 continuous glucose monitor (cgm) sensor and the ilet, characterized by intermittent communication and resolved after entering new transmitter information, updating firmware, and restarting the ilet; the affected component was identified as the antenna within the device¿s electrical and magnetic subsystem. The user experienced a glucose peak of 350mg/dl with associated symptoms of confusion and disorientation. Outcomes included no long-term health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.